Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a damaged downstream occlusion (dso) sensor. The event history log (ehl) was downloaded. The primary problem was a defective printed wiring assembly (pwa). The dso and pwa will be replaced.

Event description:
It was reported that the cassette connection was problematic. There was unknown patient involvement.